Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 558 mg/dl. The customer addressed their high blood glucose (bg) level with a correction injection. Multiple follow up attempts were made by tandem technical support to complete troubleshooting, however, the customer did no respond. No further information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.